Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a device with the jaws closed, a green reload loaded and a piece of tissue between them. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure? What anatomical structure was being fired on when issue occurred? Was the device difficult to close? Approximately how far did device fire? How was issue addressed? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler with green reload was compressed onto thick tissue. Since the jaws could close, surgeon fired the stapler and the staplers went into lockout as tissue was too thick. Knife was stuck within jaws and both reverse button/manual override did not work as jaws could not open and stapler was stuck within patient. Surgeon had to open up patient to remove device.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. D4: batch # t5f02f. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a device with the jaws closed, a green reload loaded and a piece of tissue between them. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results found that one pcee45a device was returned with the anvil bent upwards and with an ecr45g reload loaded on the device. The reload was received partially fired 2/3. Furthermore the anvil knife slot was noted to be damaged. In addition to that device was returned with an endopath xcel trocar 12 mm inserted in the jaws. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: what were the indications for surgery? Robotic anterior resection. What was the surgical procedure? Robotic anterior resection. What anatomical structure was being fired on when issue occurred? Sigmoid colon. How was the issue addressed intraoperatively? Device was not being able to be removed from patient. Surgeon went trans-anally to cut off device and did anastomosis instead. Was the device difficult to close? Relatively comfortable. Approximately how far did device fire? Halfway. Does the surgeon routinely wait 15 seconds prior to firing? No. Does the surgeon pulse fire or use one continuous firing stroke? Continuos firing. What is the current patient status? All well.